Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator produced a "check vent: oxygen device failed and oxygen not available" alarm. The unit was being used on a patient at the time the reported issue occurred however, there was no patient harm.

Manufacturer narrative:
The manufacturer¿s international service technician could not duplicate the reported oxygen not available/oxygen device failed issue. However, the event log indicated that an alarm for the reported phenomenon had occurred. The manufacturer¿s international service technician recommended that the customer replace the gas delivery sub-system preventative but the customer did not accept the repair. The determination could be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is a relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated.